Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was to be confirmed by review of medical records and x-rays, which noted a periprosthetic femoral fracture leading to a revision procedure. Device history record (DHR) reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been disposed of per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 650-1064/ tpr sleve/ lot # 2959722. Item # 650-1057/ cer bioloxd hd/lot # 2958856.

Event description:
It was reported the patient underwent revision surgery 2 weeks post implantation due to periprosthetic fracture. Head and stem were revised. Attempts have been made and additional information on the reported event is unavailable at this time.